Event description:
It was reported to philips that there are interruptions in accessing cardiac catheterization images. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint.